Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. Failure data and parts-used information were reviewed for the sap and trackwise files and found relevant to the service repair. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Channel error 354.6770 when connected to pcu. Send to ops. (B)(4). Confirmed 354.6770 error at power on. Unit is missing latch and handle. Removed the rear case and observed that the pressure board harness was disconnected from the logic board at j14. Reconnected the harness and the module now passes power on without error. A pressure disk was installed to maintain pressure board voltage supply after post. An oscilloscope was connected to j14-7 and the expected 500 mv signal was observed with test pulses during power on. Each wire was moved an pulled while observing the signal on the oscilloscope. No amplitude changes were noted. The observed fault was due to the disconnected harness. After the harness was reconnected, the fault could not be reproduced. The pressure board harness was removed and retained by the ops lab. Syringe to be returned to service for harness replacement and completion via the normal process. (B)(4). Replaced pressure sensor harness. (B)(4).